Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that the patient's left hip was revised. Noted on the sheet: "revised for instability." A 28f 0° constrained insert, 28 +5 biolox head and adapter sleeve were implanted.